Manufacturer narrative:
Actual device not available for evaluation. Internal investigation in progress but not yet complete.

Event description:
Variax broad straight plate was used to reduce a fibula fracture. The fracture was reduced and then the doctor attempted to use a 3.5mm x 44mm non-locking bone screw for syndesmotic reduction. The doctor was unable to get a satisfactory angle of implantation and was happy on his fifth attempt. Upon review of x-rays, he found the screw was sitting lower than the other screws. He found the screw had penetrated through the plate hole. The doctors decided to remove all implants and replace them with different ones. The fracture was reduced without any further issues.